Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance through the right ventricular (rv) lead. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of stylet could not be inserted and problem with the stylet lumen were not confirmed. Final analysis found that as received, a complete lead was returned in one piece without the stylet used at the procedure. Stylet insertion test found the j stylet was inserted all the way to the distal tip and removed without any restrictions. Visual and x-ray examination did not find any anomalies.